Event description:
Patient presented to the physician with pain at the ipg site. Patient was diagnosed a twiddler. Physician brought the patient into the or and found the ipg flipped three times with the anchors popped. Physician unraveled the ipg, cut and cleared the sutures, re-anchored, and secured the ipg.

Event description:
Patient presented back to the physician with continued symptoms of pain in the ear, throat, and head. Physician brought the patient into the or and removed the entire inspire system.